Event description:
Uneventful bilateral lasik surgery was performed using the intralase fs laser and intralase patient interface for creation of the corneal flap. One day postoperatively, the patient developed inflammatory infiltrates in both eyes. The inflammation was observed on the periphery/outside margin of the flap and involved both the upper and lower lids. Th ephysician admitted the patient to the hospital in order to treat the infection. When asked about the reason for hospital admission, the physician stated that the patient lived far away and required hourly medication throughout the night including lid cleaning and follow-up visits twice daily. The patient was treated wity systemic steroids, topical steroids (every hour), topical antibiotics (every hour), and lid cleaning (every 2 hours). The patient has been discharged from the hospital and was being treated with topical steroids, moxifloxacin, and vancomycin. The infection is resolving and the patient is under the care of her physician.